Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Patient selection - do not deploy the clip in areas of calcified plaque). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). The proglide that was filed under a separate medwatch MFR number. Evaluation summary: evaluation found the device was returned fully clip-deployed with all external and internal components in appropriate post clip-deployment position. The distal end of the device was inspected and there were no abnormal observations that could contribute to the reported clip found in the distal end of the device after deployment. The vessel locator wings were fully collapsed, the delivery tubeset was normally aligned, and the sheath was fully slit. There were no damages to the device or its components to suggest that the clip could have been caught at the distal end of the device instead of fully delivered to the arterial surface to close the vessel. Based on our investigation, the reported mislocated clip captured at the distal end of the device could not be confirmed. A cause related to the device could not be determined as the returned condition of the device indicated the device was fully functional. The instructions for use (IFU), under the special patient populations section, states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified right common femoral artery after an unspecified procedure. Reportedly, when the plunger was removed, a cuff miss occurred. The proglide was removed and a starclose se was attempted; however, when the clip was deployed and the starclose se device removed the clip was found at the distal end of the device. Hemostasis was achieved using manual arterial compression. The customer did not report a clinically significant delay in the unspecified procedure. The physician is reported to be trained in the use of the proglide and starclose se devices. There were no reported adverse patient sequelae. Though requested, no additional information was provided.